Event description:
Boston scientific received information that this device was returned with no allegations. Initial device analysis revealed that this device failed longevity calculations. No adverse patient effects were reported.

Manufacturer narrative:
Upon detailed analysis it was noted that this device failed the initial longevity calculation due to the wrong explant date being used. A recalculation of longevity passed. The device was tested and passed all testing for sensing, shocking and pacing. Laboratory analysis confirmed that the device met specification.

Manufacturer narrative:
Detailed analysis will be conducted and this investigation will be updated.